Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter with a stopcock attached to the hub and the device was in two pieces. The shaft, hypotube, welds, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 21.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23jun2017. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 2.5mm nc emerge® balloon catheter. No patient complications were reported. However, returned device analysis revealed a hypotube break at a portion that could enter the patient's body.